Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp; the hcp had not seen the patient recently and it was unknown whether the ins was placed sub-optimally when the patient was implanted, the cause of the placement issue was not determined. No further complications were reported or are anticipated.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to see a different healthcare provider (hcp) who did an x-ray to check the device. That hcp said everything looked fine on the x-ray, but the hcp didn't have the x-ray from when the ins was implanted to compare the two and see if there has been any movement of the leads. The patient thought the placement was wrong, but nobody checked the ins until now. The hcp told the patient they could turn their ins back on. No patient symptoms and no further complications have been reported as a result of this event.